Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. It was mentioned that, once the access was obtained into the femoral vein, the proximal end of the rf wire was noted with coating issue, so the faradrive sheath was not able to load. Thus, the device was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis (disposed).